Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that surgeons are feeling inaccurate during spine cases with the imaging system. It was suggested the system may need to be recalibrated. Patient impact was unknown.